Event description:
The customer medwatch# (B)(4) reports that "md was performing surgery on this pt and noticed that one of the tips of her curved iris scissors was missing. This iris scissor was intact at the beginning of use. We managed to locate the tip in the lap sponge." There was no pt injury per conversation with risk manager.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info. The customer was unable to provide the product ID number when questioned.